Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the battery compartment was cracked.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery compartment was observed to be cracked, to the left of the grip pad. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The battery cap threads were found to be stripped and there was corrosion observed in the battery compartment. A leak test was performed and failed at the crack in the battery compartment. The pump case was removed and there was no further damage observed.